Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ('pelvic pain') and device breakage ('breakage upon removal') in a female patient who had essure (batch no. C51350) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2019, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("breakage upon removal"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and metrorrhagia ("metrrorhagia"). The patient was treated with surgery (hysterectomy on (B)(6) 2020 and implants were removed with salpingectomy via laparoscopy). Essure was removed in (B)(6) 2019. At the time of the report, the pelvic pain and metrorrhagia had not resolved and the device breakage and complication of device removal outcome was unknown. The reporter provided no causality assessment for complication of device removal, device breakage, metrorrhagia and pelvic pain with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-dec-2020: information added: reporter (ha), nca numbers, event 'breakage upon removal', essure removal date updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (batch no. C51350) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and metrorrhagia ("metrrorhagia"). The patient was treated with surgery (implants were removed with salpingectomy via laparoscopy). Essure was removed in (B)(6) 2018. At the time of the report, the pelvic pain and metrorrhagia had not resolved. The reporter provided no causality assessment for metrorrhagia and pelvic pain with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-may-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ('pelvic pain') and device breakage ('breakage upon removal') in a female patient who had essure (batch no. C51350) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2019, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("breakage upon removal"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and metrorrhagia ("metrorrhagia"). The patient was treated with surgery (hysterectomy on (B)(6) 2020 and implants were removed with salpingectomy via laparoscopy). Essure was removed in (B)(6) 2019. At the time of the report, the pelvic pain and metrorrhagia had not resolved and the device breakage and complication of device removal outcome was unknown. The reporter provided no causality assessment for complication of device removal, device breakage, metrorrhagia and pelvic pain with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jan-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (batch no. C51350) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and metrorrhagia ("metrorrhagia"). The patient was treated with surgery (implants were removed with salpingectomy via laparoscopy). Essure was removed in (B)(6) 2018. At the time of the report, the pelvic pain and metrorrhagia had not resolved. The reporter provided no causality assessment for metrorrhagia and pelvic pain with essure. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.